Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet received.

Event description:
Surgeon was unable to torque the set screws into the head of the polyaxial screws due to teeth on the torque shaft being worn. Used the alternative shaft, which is also worn. Had issues removing the torque handle from shaft after this as was getting jammed and a mallet was needed to remove it.

Manufacturer narrative:
It was initially identified that the product was available for evaluation: however, the device was not returned. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the product, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.